Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a ruptured 100mm abdominal aortic aneurysm. It was reported during the index procedure after the stents were deployed, on the final angiogram a type ia endoleak was observed. The physician elected to implant 8 endoanchors however a slight endoleak was still seen and the procedure was completed. The next day a CT scan showed the type ia endoleak. The physician decided to complete further intervention that day. A 5 vessel laser fenestration to extend the endograft up to get to healthy tissue was performed. The celiac, sma, right renal and both left renal arteries were pre-stented with non mdt stents . A valiant vamf3030c100tu (30818855) was placed over the visceral vessels. All the visceral vessels were lasered and a covered stent placed in each vessel. A non mdt stent was used in the sma and non mdt stents were used in the celiac, right renal, and both left renal arteries. The right limb of the endurant was also extended down to the right hypogastric with a etew1313c82e lot (B)(4). The final angiogram showed the proximal type I endoleak had resolved. Per the physician the cause of the endoleak was anatomy related and noted that the patient presented with no proximal landing zone. No additional clinical sequelae were reported and the patient is fine.